Manufacturer narrative:
Initial.

Event description:
It was reported that a person using an ilet experienced hyperglycemia after treating a prior hypoglycemic episode with a large quantity of glucose tablets, reaching a maximum of approximately 300 mg/dl and remaining above 180 mg/dl for about seven hours; no alerts or alarms were reported, and the individual returned to target range without changing supplies. No adverse clinical symptoms associated with hypoglycemia followed by hyperglycemia reported. Outcomes included transient elevated blood glucose without hospitalization. Investigation included troubleshooting and education regarding appropriate treatment of hypoglycemia to avoid rebound hyperglycemia. Investigation of this case revealed that the device functioned as intended and the event was associated with user overtreatment of hypoglycemia, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that user management of carbohydrate intake during hypoglycemia was the cause.